Event description:
Customer's father reported hospitalization due to high blood glucose. The blood glucose reading is 173 mg/dl. Customer is vomiting and nauseated. The blood glucose reading at the time of the event was over 600 mg/dl. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.